Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was noted that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. During procedure, a transseptal puncture was performed and a non-abbott stiff wire was introduced into patient's left atrium in order to exchange the transseptal sheath for the amplatzer amulet delivery system. While inserting and advancing the sheath into patient's femoral vein over the guide wire, the physician felt a resistance and it was difficult to move the sheath and dilator forward. A fluoroscopy system was set up for the area of the vena femoralis, it was noted that the amulet delivery sheath had twisted and kinked and was lying several loops in the area of vein illiac. The tip of the dilator was damaged and and also a kinking of the non-abbott wire was visible. The sheath and the dilator were withdrawn and removed from the patient. After removing the dilator out of the patient, it was confirmed that the tip of the dilator was damaged. A new 14f amplatzer amulet delivery sheath and non-abbott guide wire was chosen. The insertion of the new sheath/dilator over the wire proceeded smoothly into patient's left atrium but the implantation of the amulet was challenging, they had to be positioned multiple times due to difficult left atrial appendage (laa), pronounced trabecularization. The device was successfully implanted and released. After the procedure, a sudden bradycardia and a significant drop in blood pressure (no longer measurable) and pulselessness was noted and cardiopulmonary resuscitation (CPR) was started. No cardiac effusion was noted. After 10 minutes of resuscitation, patient returned to spontaneous circulation and transferred to the intensive care unit (ICU). Another resuscitation occurred in the ICU, a significant drop in hemoglobin-level was found. The following events lead to patient's death overnight. The physician suspected the cause of death was the internal bleeding due to an injury of the vein (vena iliac) which may have occurred during the insertion of the amulet delivery sheath.

Manufacturer narrative:
It was reported that resistance was noted while inserting and advancing the sheath into patient's femoral vein during procedure. It was difficult to move sheath and dilator forward. It was reported that the sheath had twisted and kinked. After removing the dilator out of the patient, the tip of the dilator was noted to be damaged. The wire and ds were then replaced and advanced easily. An amulet occluder was delivered without complication. Post-procedure, the patient developed bradycardia and hemodynamic collapse, and pulselessness was noted and cardiopulmonary resuscitation (CPR) was started. After 10 minutes of resuscitation, patient returned to spontaneous circulation and was transferred to the intensive care unit (ICU). Another resuscitation occurred in the ICU, a significant drop in hemoglobin-level was found. The following events lead to patient's death overnight. The delivery sheath was returned to abbott and a tear was noted at the tip of the dilator. No visible kinks were observed on the delivery sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported dilator tip split is consistent with difficulty advancing the delivery sheath through patient anatomy. The cause of reported patient death could not be conclusively determined; however, based on the information received it is most likely related to unrecognized internal bleeding from femoral or iliac venous injury. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was noted that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. During procedure, a transseptal puncture was performed and a non-abbott stiff wire was introduced into patient's left atrium to exchange the transseptal sheath for the amplatzer amulet delivery system. While inserting and advancing the sheath into patient's femoral vein over the guide wire, the physician felt a resistance and it was difficult to move the sheath and dilator forward. A fluoroscopy system was set up for the area of the vena femoral, it was noted that the amulet delivery sheath was twisted and kinked, and the non-abbott guide wire was lying several loops around vein iliac. The tip of the dilator was damaged and kinking of the non-abbott wire was visible. The sheath and the dilator were removed from the patient. A new 14f amplatzer amulet delivery sheath and non-abbott guide wire was chosen. The insertion of the new sheath/dilator over the wire proceeded smoothly into patient's left atrium but the implantation of the amulet was challenging, they had to be positioned multiple times due to difficult left atrial appendage (laa), pronounced trabeculation. The device was successfully implanted and released. After the procedure, sudden bradycardia, a significant drop in blood pressure (no longer measurable) and pulselessness was noted, cardiopulmonary resuscitation (CPR) was started. No cardiac effusion was noted. After 10 minutes of resuscitation, patient returned to spontaneous circulation and transferred to the intensive care unit (ICU). Another resuscitation occurred in the ICU, a significant drop in hemoglobin-level was found. The following events lead to patient's death overnight. The physician suspected the cause of death was the internal bleeding due to an injury of the vein (vena iliac) which may have occurred during the insertion of the amulet delivery sheath.